Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 85% stenosed, 38 x 3.5mm, eccentric, de novo target lesion with a bend of between 45 and 90 degrees was located in the mildly tortuous and severely calcified right coronary artery. After pre-dilatation was performed with a 2.5 x 15 semi-compliant balloon catheter resulting to 30-40% residual stenosis, a 38 x 3.50 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent struts were fractured and were sharp. The device was completely removed and the procedure was completed with a 24 x 3 and 38 x 3.5 drug-eluting stents followed by post-dilatation with a 3 x 18 non-compliant balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found that stent struts on the proximal rows of the stent were damaged, with stent struts squashed and overlapping. The undamaged section crimped stent maximum outer diameter measurement was within the maximum crimped stent profile measurement. Stent damage most likely occurred during advancing attempts. The tip was visually and microscopically examined and signs of damage were noted at the distal edge of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the shaft polymer extrusion profile. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 85% stenosed, 38 x 3.5mm, eccentric, de novo target lesion with a bend of between 45 and 90 degrees was located in the mildly tortuous and severely calcified right coronary artery. After pre-dilatation was performed with a 2.5 x 15 semi-compliant balloon catheter resulting to 30-40% residual stenosis, a 38 x 3.50 promus premier drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent struts were fractured and were sharp. The device was completely removed and the procedure was completed with a 24 x 3 and 38 x 3.5 drug-eluting stents followed by post-dilatation with a 3 x 18 non-compliant balloon catheter. No patient complications were reported and the patient's status was stable.